Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing high thresholds while the patient was sitting as well as no capture while the patient was lying down. The right atrial (ra) lead had also exhibited intermittent undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead continued to undersense, leading to mode switching on the device and pacing at the upper rate. No action was requested and the lead remains in use.